Event description:
It was observed that during the device evaluation, that the light guide adapter on the video telescope was loose, the distal end was dented, dirt was present on the objective lens, cracks were found on the video connector, there was reflection in the image, and the light guide boot showed signs of leakage. There was no patient involvement in this incident.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to g3. The correct date of awareness for this complaint is 10/15/2024.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause of the malfunction was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the light guide adapter on the video telescope was loose, the distal end was dented, dirt was present on the objective lens, cracks were found on the video connector, there was reflection in the image, and the light guide boot showed signs of leakage. There was no patient involvement in this incident.